Event description:
Heating pad was returned to retailer and the only info provided was "almost caught on fire". No injuries were reported with this incident.

Manufacturer narrative:
Bunching/crushing is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is direct result of misuse/abuse of the product.